Event description:
It was reported a vns patient was getting zero stimulation. Further followup was made and it was discovered that the patient had a lead revision surgery for a lead discontinuity. The explanted lead will not be returned for analysis. Good faith attempts are underway for further details about the reported event.

Event description:
No further information has been attained after good faith attempts have been made.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.